Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4), this follow-up report is being submitted to relay additional/corrected information. The following section was corrected: d4: expiration date. UDI number. Visual examination of the returned product/provided pictures identified the device has been cycled 2 times and there were no sutures or anchors returned with the device. The needle of the device has fractured at the seam just below the curved section of the needle. The small, fractured piece also appears to have been bent in 2 places. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that while the surgeon was using the device the needle fractured. There was no foreign body retained by the patient. A second device was used to complete the surgery.

Manufacturer narrative:
(B)(4) foreign: taiwan customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.